Manufacturer narrative:
Technical evaluation: the device was received in the original box and pouch. The box had severe physical damage and appeared to be stepped on or mishandled. The upper 1/3 section of the pouch was also damaged near the hub as was the outer box. The device had three kinks around 40cm from the hub. The kinks follow the bend on the pouch sheath. Conclusion: the kinks were at the same location as the outside damage on the box which may indicate that the damage noticed on the device was caused by handling of the box during transit to/from penumbra. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (dhs) was completed on part # 1097-04 (lot # l13066) and sub-assembly (B)(4) (lot # l12960). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l13066) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects; all lot passed 100% visual inspection. The DHR review of sub-assembly (B)(4) (lot # l12960) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects post hub molding and (B)(4) visual rejects post coating. The lot passed hub air aspiration. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. Visual failure could not be attributed to the incident as all parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.

Event description:
The catheter was found to be damaged upon delivery.